Event description:
It was reported that before use, the display of cs300 iabp (intra-aortic balloon pump) was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (event site email) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicated lcd screen error, replaced suspected lcd display (d160-00-0113) as a precautionary measure and performed passing functional checkout. Unit returned to service. The failure analysis and testing dept. Received display with a reported unit failure of lcd error. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display into the cs300 test fixture and tested the display to factory specifications per the company procedure. The fat dept. Booted the cs300 into clinical mode to allow the cs300 to pump. The fat dept. Could not duplicate the failure after 2.5 hours of run time. The display passed testing. Retaining the display in the fat dept.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- e1- due to character limitation, below field are added from e1-initial reporter name- (B)(6), e3.

Event description:
N/a